Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the final fill on the homechoice machine(hc).the home patient(hp) stated they already cleared the alarm. The technical service representative(tsr) explained the alarm to the hp. The hp stated they would finish therapy after speaking with their peritoneal dialysis nurse. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.